Manufacturer narrative:
H3: analysis of the device concluded that the customer's complaint has been confirmed, pi turns on but it doesn't get connection wired/wireless or docked. The main board was failed/replaced and the unit has been updated to v1.7.5 12/17/2024 (9812bc12) and reprogrammed. The unit now connects to nim console wired/wireless and docked. The batteries have been replaced because they got damaged trying to take them off from the old board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up, the nim vital did not recognize the interface unit. Using the usual procedure, when removing the interface from the console, it was not recognized and remained red on the screen. On that same console another interface was placed, it was paired and the surgery was performed without problems. There was no patient involvement.